Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator shut down unexpectedly. It was reported that the ventilator was operating on battery. During review of the service log, it was observed that the battery was depleted, and the device shut down. The device was in clinical use when the issue occurred, the patient was moved to a different ventilator. There was no patient or user harm reported.

Manufacturer narrative:
After further investigation, this complaint was determined to be a duplicate of the issue reported under MDR# 2518422-2024-00946. It was confirmed that both complaint records were for the same issue. Therefore, this report is being redacted and all investigation and reporting activities will be performed and documented under MDR# 2518422-2024-00946.